Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window through to the reservoir tube, broken battery tube threads and broken pump belt clip slot.

Event description:
It was reported that the insulin pump was missing a part of the device housing at the reservoir compartment. The caller declined to provide the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.